Event description:
It was reported by the physician that over a period of three to four months, there have been multiple instances of "runny" or nonviscous stammberger sinu-foam nasal dressing. Once administered to the pt, the product ran out of the nasopharynx. The product was removed via suction. No pt injuries were reported as a result of these events.

Manufacturer narrative:
The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.